Event description:
It was reported that the bipolar atrial impedance was 1346 ohms, up from 508 ohms at implant one month previous. Unipolar impedance was 1209 ohms. Capture thresholds were 3.0 v, 0.4 ms, sensing thresholds were at 2.2 mv. The patient paced about 50% of the time in the atrium.